Event description:
During a coronary artery drug eluting stenting treatment procedure the stent embolized. The pt presents with recurrent angina and stage intervention to the posterior descending artery (pda) in relation to the previous ptca procedure. Selective coronary angiography revealed rca 40% proximal and 80% in-stent restenosis, pda had an ostial 80% restenosis and the lesion was moderately calcified. Due to weak right femoral artery pulse, the micropuncture sheath was used to achieve access and #5 french dilator was introduced. There was an apparent severe tortuosity, and therefore, a long #6 french was introduced into the right common femoral artery. The intervention was performed using a #6 french jr-4 guide catheter and an iq guide wire through the mid and proximal right coronary artery (rca). The guidewire was then exchanged for a short whisper wire and the pda was pre-dilated using a 2.0x20.0mm maverick balloon, switching to a long iq wire and add'l inflation using a 2.5x20mm maverick balloon was performed. Then, a taxus express2 3.5x16.0mm drug eluting stent was deployed at the mid to proximal rca at 16 atmospheres for 18 seconds. An add'l taxus express2 3.5x16.0mm drug eluting stent could not be advanced beyound the proximal segment of the rca as the user encountered significant resistance during insertion. During withdrawal of the stent delivery system, the stent embolized and remains in the pt. The mid and proximal rca were then dilated with a 3.5x20mm maverick balloon at 15 atmospheres for 15 seconds, 14 atmospheres for 20 seconds and 16 atmospheres for 20 seconds. The procedure was terminated. The total procedure time was 2 hours and 48 minutes and the event occurred 1 hour and 58 minutes into the procedure. Fluoroscopy screen of the carotids, abdominal aorta, iliacs, superficial femoral arteries (sfa) and profundus were performed with no evidence of the stent. At this time there is no plan to retrieve the stent. It was reported that there was successfuly intervention on the mid and proximal rca and pda with ptca. Following the intervention selective coronary angiography revealed the proximal and mid pda stenosis reduced to 0% with timi-iii (thrombolysis in myocardial infarction) flow and no dissection. Medication used during the proceudre included heparin sodium 5,000 units intra-arterial; hydromorphone 1.5 mg intravenously, omnipaque (iohexol)175 ml intra-arterial; and versed (midazolam hydrochloride) 4.0mg intravenously.

Manufacturer narrative:
The delivery device was disposed and the stent remained in the pt. Therefore, no analysis could be performed. The mfg records for top assembly batch 8495465 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The root cause of the difficulties experienced during the procedure could not be determined. Add'l there is one other complaint related to this batch number.